Event description:
Constant fatigue, low grade fever, joint pain in knees, shoulders & hands. Swelling of joints, oral ulcers, butterfly rash & photo sensitivity. Diagnosed with systemic lupus erythematusus. All these symptoms were proceeded by a constant burning in pt's breast, documented by drs for 2 yrs.